Event description:
This case was reported by a consumer and described the occurrence of pain in an (B)(6) female patient who rec'd double salt dental adhesive cream (corega sin sabor) (without flavor)) cream for dentures. A physician or other health care professional has not verified this report. Concurrent medical included heart problems, high blood pressure and high cholesterol. Concurrent medications included anti-hypercholesterolaemic (cholesterol reducing agent) and blood pressure medication. In 2012, the patient started corega ultra free cream (dental) daily. At an unknown time after starting corega ultra free cream, the patient experienced pain, gum irritation, fall, difficulty moving and product complaint. The patient reported that she uses ultra corega without flavor, but it is very difficult for her to remove her prosthesis. She stated that it is necessary to apply very hot water to remove the dental prosthesis, which hurts her because she is an elderly person. She stated that her gums are irritated because of the effort used when removing the prosthesis. She stated that when she finishes eating, "the food goes to the upper part" despite the fact that the prosthesis is well adhered. She reported that once she takes the prosthesis out, the paste is very gummy. She reported that she had a fall in (B)(4) 2013 which affects her ability to remove the prosthesis. She reported that she is a cardiac patient and takes a lot of medications, but she does not remember the medication names. Treatment with double salt dental adhesive cream was continued. At the time of reporting, the pain, gum irritation, and difficulty moving were unresolved, and the fall was resolved with sequelae. The patient considers the pain and gum irritation to be related to treatment with double salt dental adhesive cream (corega sin sabor (without flavor)) cream.

Manufacturer narrative:
The manufacturer's report number for this case is 9681138-2014-00015. Corega ultra free cream is manufactured in (B)(4). The product and lot number for this product are not available. (B)(4).